Manufacturer narrative:
Unit passed the self test and displacement test. However, unexpected restart alarm after battery change due to c13/ib voltage leak.

Event description:
The customer reported via phone call that the insulin pump had a unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.